Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heart rate does not match the displayed ECG curve (sweep speed). The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. According to service notes, the fse checked the network configuration, changed it, and performed a functional check. The device passed all functional testing and was returned to use. Good faith efforts (gfe) were made to obtain additional information regarding the conclusion/resolution of this complaint record, however attempts were unsuccessful. The device remains in use at the customer's facility.